Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Worn bearings were identified as the probable cause of the device overheating. Worn bearings cna lead to excessive friction with the motor assembly; this can lead to the heat observed by the customer.